Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the cable section was damaged, and the cable was twisted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, faulty head part imaging unit was confirmed. It is therefore likely that the reported no image error occurred because the video function did not work properly due to faulty head part imaging unit. Olympus will continue to monitor field performance for this device.